Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an alarm had been generated during the second priming sequence due to rotational sensor malfunctions. This alarm prevented the pod from completing activation. Rerun of the pod replicated the rotational sensor abnormalities and generated an alarm. Inspection of the pod found contamination on the commutator cap. This contamination contributed to the rotational sensor abnormalities that caused the alarm and prevented the pod from deploying.